Event description:
It was reported that during a small bowel procedure, there was no staples in the device. The device was opened went to complete the anastomosis, but when fired, there were no staples. They cut the excess and then opened the stapler and there were no staples present. Another device was opened and completed the case. There were no adverse consequence to the patient. The fellow fired the device not the surgeon. The device will be held by the account until they notified the rep and then the device will be returned.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.